Event description:
A 5-pack hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a therapeutic hydrothermal ablation procedure in 2008. According to the complainant, during the begining of procedure, it was noted that the pt had a very tight cervix and the physician had to start the case with pediatric dilators. The physician went in for the diagnostic phase and noticed that the uterus was perforated by the dilator. This occurred during preparation for the procedure prior to the hta kit being used. The pt was admitted for observation. The pt's condition was reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation since it was disposed of; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.